Event description:
During follow-up, it was reported that measurements were unavailable during device interrogation. Abbott technical support was contacted and recommended reprogramming, which was performed to resolve the event. The patient was stable and there were no adverse consequences.